Event description:
The pt called to report that pt is a gestational diabetic (25-26 weeks) and pt used the suspect device to check pt's blood glucose. Pt went to a routine dr visit and reported results of 154, 177, 150, 158, 147, 139 and 138mg/dl with the suspect device. Pt's physician placed pt in the hosp for observation due to these results. Pt's blood glucose in the hosp was 77, 67 and 97mg/dl. Pt was placed on a 2200 calorie diet and had other tests done. The susepct device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions were not used on the suspect device system. The pt also used the wrong code key to code the device with test strips in use. Pt used a comfort curve code key with advantage test strips. The two strips are not interchangeable.